Event description:
Healthcare professional "report a unilateral deflation but was unable to confirm the location." Device remains implanted. Side unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.